Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to ventilate a patient (age & gender unknown), the device failed slf-test and then would not power up. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Evaluation: the device was returned to zoll medical corporation for evaluation. The customer's reports of "compressor fault- 3001" and "compressor failure- 1001" errors were observed in the forensic memory log. During troubleshooting, the device failed the compressor calibration test. An internal inspection identified that the flow screens were dirty which may have contributed to the customer's report. The flow screens were replaced as a pre-caution. The customer's report of intermittent power was not replicated or confirmed. The device was put through extensive testing without duplicating the report. A review of the device log shows evidence that the battery was above spec during charging, which may have contributed to the customer's report. However, the power supply was not returned as part of this investigation. The main lithium-ion battery was replaced as a pre-caution. The device was recertified and returned to the loaner pool. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to ventilate a patient (age & gender unknown), the device displayed "compressor fault- 3001" and "compressor failure- 1001" error messages. The device was powered off in an attempt to clear the errors and then would intermittently not power up. The clinician indicated they powered the unit off, unplugged the charger, plugged it back in, and then waited a few seconds before attempting to power on the device a second time. The device powered on and was used for the remainder of the event.